Event description:
The explanted device was received by the manufacturer 01/22/2018. Analysis was completed for the returned generator. Proper functionality of the pulse generator was successfully verified. The returned septum was not cored. The device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.936 volts and does not show a depleted condition. The downloaded data revealed that 38.142% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes were received from a visit on (B)(6) 2017 for a generator replacement referral. The notes indicated the patient has had worsening seizure control as well as a worsening of migraines and auras, due to the increase in seizures. The increase in seizures was attributed to vns battery depletion. Generator replacement surgery occurred. Follow-up from the company representative who attended the surgery provided that the device was not depleted. The explanted device has not been received by the manufacturer to-date. Additional relevant information has not been received to-date.